Event description:
Additional information was received that this device was explanted for battery depletion. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the device reached end of life (eol) due to an extended charge time of 30.2 seconds. An replacement procedure has not yet been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.